Event description:
It was reported to philips that the system would not start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary undergoing diagnosis procedure was performed when the issue happened, and procedure was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed system would not start up. After reviewing log file, fse found generator exception occurred. Upon troubleshooting, fse found power up issue was intermittent. The part analysis confirmed that the mpd control unit failure was due to burn on the part. To resolve the issue, fse mpd (main power distribution) control unit due to intermittent power up issues. After replacing the mpd control unit, system returned to good working condition. The codes were updated based on the investigation outcome.